Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation(fallopian tube)'), genital haemorrhage ('abnormal bleeding(general)'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in a 31-year-old female patient who had essure (batch no. B59457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included libido decreased. Concurrent conditions included obesity, menstruation abnormal, multigravida and d & c. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headache"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced myopia ("vision/ eye problems type trouble seeing near and far"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes") and irritability ("hormonal changes describe: irritable mood"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device expulsion ("plaintiff claiming breakage/ expulsion ¿ expulsion/migration of essure device location of device: doctors could not find the right coil"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lowe abdominal pain"), anaemia ("blood or heart disorder or condition: type-anemic") and hypermetropia ("vision/ eye problems type trouble seeing near"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital hemorrhage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, hot flush, migraine, headache, myopia, weight increased, vaginal hemorrhage, anxiety, abdominal pain lower and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hypermetropia, irritability, menorrhagia, migraine, myopia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: results of confirm. Test left occlusion only date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018 leave from inform diagnostic. The right cornua had 4 visible coils and the left had _4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (left tube occluded) other (please describe) the right essure insert is not seen and the right fallopian tube is patent. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query vision/ eye problems type trouble seeing near and far were updated to vision/ eye problems type trouble seeing far and vision/ eye problems type trouble seeing near . No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and fallopian tube perforation ('perforation(fallopian tube)') in a 31-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included libido decreased. Concurrent conditions included obesity, menstruation abnormal, multigravida and d & c. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headache"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced myopia ("vision/ eye problems type trouble seeing near and far"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes") and irritability ("hormonal changes describe: irritable mood"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and experienced abortion spontaneous ("pregnancy - stillbirth/miscarriage"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device expulsion ("plaintiff claiming breakage/ expulsion ¿ expulsion/migration of essure device location of device: doctors could not find the right coil"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lowe abdominal pain"), anaemia ("blood or heart disorder or condition: type-anemic") and hypermetropia ("vision/ eye problems type trouble seeing near"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, hot flush, migraine, headache, myopia, weight increased, vaginal haemorrhage, anxiety, abdominal pain lower and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hypermetropia, irritability, menorrhagia, migraine, myopia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: results of confirm. Test left occlusion only date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018 leave from inform diagnostic. The right cornua had 4 visible coils and the left had _4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (left tube occluded) other (please describe) the right essure insert is not seen and the right fallopian tube is patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation(fallopian tube)'), genital haemorrhage ('abnormal bleeding(general)'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in a (B)(6)-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / left occlusion only". The patient's medical history included libido decreased. Concurrent conditions included obesity, menstruation abnormal, multigravida and d & c. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headache"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced visual impairment ("vision/ eye problems type trouble seeing near and far"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes") and irritability ("hormonal changes describe: irritable mood"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device expulsion ("plaintiff claiming breakage/ expulsion ¿ expulsion/migration of essure device location of device: doctors could not find the right coil"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lowe abdominal pain") and anaemia ("blood or heart disorder or condition: type-anemic"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, hot flush, migraine, headache, visual impairment, weight increased, vaginal haemorrhage, anxiety, abdominal pain lower and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, irritability, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: results of confirm. Test left occlusion only date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018 leave from inform diagnostic. The right cornua had 4 visible coils and the left had _4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (left tube occluded) other (please describe) the right essure insert is not seen and the right fallopian tube is patent.. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received. Lot number added. New reporters added, plaintiff's information updated. New events uterine perforation, fallopian tube perforation, weight gain, irritable mood, abnormal bleeding (vaginal), anxiety, lower abdominal pain, genital bleeding, anemic were added. Onset date updated. Concomitant conditions and drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.